Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4)'s privacy laws. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon using a driver with a suretrak ii alleged an inaccuracy with the screw placed on c4. After the screw was placed, the site took an intra-op image that showed the screw was placed in a more cranial direction instead of toward the disk. The surgeon left the screw in place, stating there was no adverse effect on the patient. The surgeon also noted being accurate while performing the atlantoepistrophic fusion. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The surgeon has used the suspect instruments since the reported issue and no subsequent problems occurred. No parts will be replaced.